Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing low blood glucose. Customer stated their blood glucose dropped to 51 mg/dl. The customer also reported having eye surgery recently and was experiencing low blood glucose since. Troubleshooting found the insulin pump failed a displacement test. Customer stated their basal rates were changed previously. It was also found the customer's correction bolus was incorrect on their insulin pump. The customer stated the insulin pump indicated 3.5 units of insulin was to be delivered, but 14 units of insulin was delivered. No additional information provided.